Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 682 mg/dl. The customer was admitted at (B)(6) hospital on (B)(6) 2015. The patient was doing boluses and blood glucose was not going down. The patient was not in accident. The customer cause of hospitalization as per healthcare provider was diabetic ketoacidosis. The customer is still on the hospital. The customer was not changing her set every three to four days and did not change ER set yesterday as she thought she did. The educator will talk with doctor to see if they will connect her back to insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.